Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 421 mg/dl. Customer stated that, today he woke with 108 mg/dl and treated with breakfast and it went up to 282 mg/dl and then got safety message at afternoon it was 383 mg/dl and went up to 488 mg/dl. Customer stated that he is mixing insulin from about 40 days. Customer stated he did not see air bubbles. Customer treated for high blood glucose with insulin pump injections. Based on customer report, customer does not allege pump was under delivering. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer was not at home and could not run high pressure test. Advised customer to call back once home to complete troubleshooting. The insulin pump will not be returned for analysis.